Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had blank display. Insulin pump had stuck button alarm.customer stated the display was not blank less than 30 seconds and did not return. Customer stated the contact on the battery cap was not missing or damage or corroded. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Customer stated the display did not return after insulin pump restart. Customer reported that the insulin pump had multiple pump error alarm. Customer not able to clear the alarm and not able to rewound the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unable to verify software due to blank display. Device received with blank display due to moisture damage on the electronic assembly. Unable to verify stuck button error alarm, pump error 68 alarm, pump error 63 alarm and perform the self test, sleep current measurement, active current measurement and displacement test due to blank display. Device received with pillowing keypad overlay and cracked case behind the device at the battery compartment.